Manufacturer narrative:
Ventec evaluated the device and verified that it had alarmed for low inspiratory pressure, as well as "patient circuit disconnected", during the reported event. During testing, however, ventec was unable to duplicate the reported issues. Proper device operation was confirmed through functional and performance testing. The cause of the reported issues could not be determined.

Event description:
It was reported to ventec that the ventilator alarmed due to low inspiratory pressure, as well as "patient circuit disconnected". There was patient involvement associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue; however, no further details about the patient or the event were provided.